Event description:
Additional information indicates that no other interventions were performed other than the pump removal.

Manufacturer narrative:
The cause of the injury was not determined due to insufficient clinical details.

Event description:
A 79-year-old male was supported with an impella cp for worsening cardiogenic shock secondary to decompensated chronic heart failure. At implantation, he required multiple vasopressors, consistent with scai stage d shock, indicating a very limited prognosis given his age and progressive underlying disease. The complaint reports absent right-lower-extremity pulses, leading the clinical team and family to agree on device removal due to evolving limb ischemia. From an assessment perspective, clinical information is limited. The severity and extent of peripheral ischemia cannot be fully determined, nor is it clear whether best-practice techniques for vascular access and placement were applied. Diminished pulses may also be attributable to high-dose catecholamine therapy in the context of relative hypovolemia rather than true arterial obstruction.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.